Event description:
It was reported that the overmolded calf support assembly broke away from the calf support ball joint. There was pt involvement but no adverse consequences were reported.

Manufacturer narrative:
Result: overmolded calf support assembly. Conclusion: the parts to repair the bed have been sent to the customer and they will complete the repair.